Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and meter results. Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 05-may-2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer did not disclose if her doctor had called her back. Note 2: manufacturer contacted customer in a follow-up call on 09-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 48, 51, 61, 60 and 55 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-116 mg/dl and expected pm fasting blood glucose test result is less than 120 mg/dl. The customer reported feeling tired; medical attention was not required at the time. Customer stated that she had contacted her doctor earlier that day due to the low results and symptoms of headache and sweating. Customer stated she was waiting for her doctor to call her back. During the call, a blood test was performed by the customer non-fasting and produced test result of 181 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/15/2023 and open vial date is three days prior to call. (B)(6). 1. What is the customer requesting training on or assistance with: low blood. 2. What information was provided/ or what was assistance was provided to customer: customer states that the meter is giving low blood results are not stable. Customer states that her normal glucose range 110-116 fasting am but less than 120 fasting pm. Customer states that dropped the meter and she is not sure it is working properly. Customer states that she is taking glipizide farxiga, pioglitazone, tradjenta, simvastatin. Customer states that she is getting these low results but she was not having any symptoms. Customer is currently feeling tired. Customer states that she contacted her dr earlier today because of her blood results on the meter and she was having a headache and sweating and she is waiting for the dr to call her back. 3. Is customer satisfied with what was provided: I will send replacements no further actions is required. Approval to send overnight.

Manufacturer narrative:
Sections with additional information as of 18-jul-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.